Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump was unable to maintain an electrical connection with the returned battery cap. A test battery cap was used. During visual inspection it was observed that the keypad was torn above the up and ok keys. The contrast and ok keys responded intermittently to user presses. The up and down keys were fully responsive. The keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the display appeared to be dim and discolored. It was also noted that the audio bolus button cover was torn in the center but fully responsive. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the ok keypad button was under responsive, and that the keypad cover was torn/punctured and thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.